Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to verify the failed battery test or battery out limit alarm due to button/keypad anomaly. There was no unexpected ramping numbers. The pump had a cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched lcd window.

Event description:
It was reported via phone call that the buttons of the insulin pump did not work when she tried to set the bolus. The customer's blood glucose reading was 123 mg/dl. The customer stated that the numbers were ramping. They changed the batteries and the pump alarmed failed battery test and battery out limit. They were unable to clear the alarm because the buttons did not work. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.